Event description:
Crews responded to a cardiac arrest call, defibrillation electrodes were attached to the pt. Reportedly when an attempt was made to deliver a shock, the deivce indicated connect cable and use of the device was inhibited. The device operator attempted to put the device in paddles lead; paddles lead could not be selected. A supervisor had arrived on scene with a back up device, that device was attached to the pt and a successful shock was delivered to the pt. The pt converted to a perfusing rhythm and had a pulse when transferred to the hosp.

Manufacturer narrative:
Medtronic ers evaluated the device and noted a broken pin from the therapy cable stuck in the therapy connector. The therapy connector and therapy cable were replaced, a full functional and operational inspection was completed and the device was returned to service. The broken pin would cause the device to indicate connect cable and inhibit use of the device.